Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified anterior tibial artery. A 2.0mmx220mmx150cm coyote balloon catheter was advanced to the lesion. The balloon was inflated for 60 seconds however it ruptured at 14 atmospheres on the third inflation. The device was removed from the patient without issue. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.